Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-one similar complaint type event reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -1.0/+2.5/096 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens wasexplanted and replaced with a longer length lens due to blurred vision. This exchange resolved the problem.

Manufacturer narrative:
B5-claim is for left (os) and not right (od) eye as previously reported. Additional symptoms: lens rotation, vision loss. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial with moisture. Visual inpsection found no visible damage to lens. Corrected data: h1- in previous MDR should be serious injury. (B)(4)